Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the patient was unable to provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient was prompted to call after receiving the inratio voluntary withdrawal notification. The patient alleged receiving unexpected inratio inr results. No inratio inr results are available per the patient. The patient reported taking a four-fold increase of the normal coumadin dosage based on the inratio inr results for three years. Although there was no subsequent injury reported, this is being conservatively filed. Therapeutic range: unknown. No additional information available.